Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, the atrial lead exhibited high thresholds. Chest x-ray confirmed the lead had dislodged. The lead was successfully repositioned.